Event description:
The customer reported the motion was reported as stopping with no errors and there was poor image quality. The images had a blemish only when using the digital spot. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found that the motion would stop working with no errors. A reboot was required to continue the case. The rep replaced the mcu and flashed the nodes. The camera was replaced to correct the blemish on the image. The system operates as intended.